Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding (bleeding for an entire month, heavy bleeding)") and pelvic pain ("severe and persistent pain") in a female patient who had essure (batch no. 626682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (dates: (B)(6) 2002, (B)(6) 2004. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone (depo provera) since 2008 for contraception. In november 2008, the patient had essure inserted. In 2010, the patient experienced migraine ("severe and persistent migraines"), headache ("severe and persistent headaches"), abdominal pain ("abdomen pain") and back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), weight increased ("weight gain"), abdominal pain upper ("sharp severe and persistent stomach pain"), dyspareunia ("painful intercourse"), mental disorder ("aggravated psychiatric and/or psychological conditions") and menorrhagia ("menorrhagia"). The patient was treated with surgery (she underwent ablation and d&c laparoscopy) and surgery (she underwent partial hysterectomy). Essure was removed in 2012. In 2012, the migraine, headache and back pain had resolved. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain upper and dyspareunia had resolved and the fatigue, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Hysterosalpingogram - in february 2009: essure confirmation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding (bleeding for an entire month, heavy bleeding)") and pelvic pain ("severe and persistent pain") in a female patient who had essure (batch no. 626682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (dates: (B)(6) 2002, (B)(6) 2004). Concurrent conditions included obesity. Concomitant products included medroxyprogesterone (depo provera) in 2008 for contraception. In (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced migraine ("severe and persistent migraines"), headache ("severe and persisten headaches"), abdominal pain ("abdomen pain") and back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), weight increased ("weight gain"), abdominal pain upper ("sharp severe and persistent stomach pain"), dyspareunia ("painful intercourse"), mental disorder ("aggravated psychiatric and/or psychological conditions") and menorrhagia ("menorrhagia"). The patient was treated with surgery (she underwent ablation and d&c laparoscopy) and surgery (she underwent partial hysterectomy). Essure was removed in 2012. In 2012, the migraine, headache and back pain had resolved. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain upper and dyspareunia had resolved and the fatigue, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2009: essure confirmation. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.